Event description:
It was reported that, during an office follow-up, the low energy shock impedance was less than 30 ohms. The patient is on dialysis and has recently lost a lot of weight. Technical services reviewed the weekly impedance measurement data. The low energy impedance measurements have been in the 22 to 27-ohm range. Technical services advised checking it again in 2-3 months. There were no adverse patient effects. The system remains implanted.